Manufacturer narrative:
The svc rep found a cut in the power cord. He removed and replaced the power cord. System operating within MFR spec.

Event description:
The customer reported an electrical ac plug with exposed insulation at system base. No pt injury or involvement.